Manufacturer narrative:
Insulin pump received with broken battery tube threads. Insulin pump received with all no button response due to flattened button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response.

Event description:
The customer reported via phone call that battery compartment was cracked. Blood glucose was 168 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.